Event description:
It was reported that the angio-seal device was used. The pt experienced a retroperitoneal bleeding event. The physician reported that the angio-seal was not at fault. The hospital and physician would not provide any more info.

Manufacturer narrative:
No product was returned for evaluation and review of the device record history was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) precaution that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The following dates are estimated. Only the month/year is known: date of event.